Manufacturer narrative:
Shimadzu have neither registered nor sold the gc-fid described in report as a medical device. We manufacture gcms-qp 2020 cl and gcms-tq8050 cl as medical devices with the function of mass spectrometry and has registered them with FDA, but they do not have the function of flame ionization detector gas saver described in the report. We also confirmed that there are no sales results in the united states.based on the above, it was concluded that the event would never happen in gcms-qp 2020 cl and gcms-tq8050 cl registered as medical devices in the united states.since the event was not caused by a medical device, the patient is not harmed.corrective actions and preventive measures are deemed unnecessary because they never happen.

Event description:
We were informed by MDR report#: mw5118712 that "shimadzu gc-fid--gas chromatography flame ionization detector gas saver does not work with hydrogen as both the carrier gas and ignition source."